Manufacturer narrative:
The clinic is continuing to monitor via remote monitoring and routine follow-up in a few months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an unspecified product performance issue. The patient was referred to their following clinic. No adverse patient effects were reported.